Manufacturer narrative:
(B)(4) this is a reusable OEM device; therefore, a lot history review was not applicable. The certificate of conformance (c of c) was reviewed. The vendor certifies that this device lot conforms to all applicable product specifications. The device was returned to the factory for evaluation. Signs of blood and clinical use were not observed. There were no defects observed in the visual inspection. An image quality inspection was performed with an endoscopic video imaging system. A clear image was unable to be obtained. Based on the results of the evaluation, the reported complaint for "poor quality image" was confirmed.

Event description:
The hospital reported that during sterilization/sanitization preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) had blurry image. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during sterilization/sanitization preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) had blurry image. The hospital did not report any patient effects.

Manufacturer narrative:
(B)(4). Date for follow-up 1 is 8/23/2017. (B)(4).

Event description:
The hospital reported that during sterilization/sanitization preparation for an endoscopic vein harvesting procedure, bom 7mm extended length endoscope s/n (B)(4) had blurry image.